Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The onset of the patient's infection in (B)(6) 2017 is reported within MFR report number 2916596-2019-03512. The patient's other previous reports of this chronic infection are reported within MFR report numbers 2916596-2019-03513, 2916596-2019-03514, 2916596-2019-03515, 2916596-2019-03516, 2916596-2019-03517, 2916596-2019-03518, 2916596-2019-03519, 2916596-2019-03520, 2916596-2019-03521, 2916596-2019-03523, & 2916596-2019-03524. Approximate age of device: 7 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired due sepsis associated to chronic bacteremia driveline infection. The patient was recently discharged on home with intravenous antibiotics and shortly after returning home the patient started refusing to take medications. The family discussed amongst themselves and with the patient pursuing hospice care. The patient¿s attending cardiologist with hospital program was contacted and the option of hospice care was reasonable for the patient and was ordered. The patient was placed on hospice care on (B)(6) 2019 and ultimately passed away on (B)(6) 2019. The device operated as expected and will not be returned for evaluation. No further information was provided.